Manufacturer narrative:
Concomitant products: ddbb1d1 ICD, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reports hearing device alerts from their implantable cardioverter defibrillator (ICD) but these are not confirmed by device interrogation. One alert was programmed off but not indicated as related to patient report. It was also reported that the patient's right ventricular (rv) lead has high thresholds. No changes were made and both ICD and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.